Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump communicated properly using glucose meter and the blood glucose was transferred to insulin pump properly and matched properly with meter and pump. The bolus wizard feature functioned properly during our testing. The insulin pump functioned properly. The insulin pump passed the displacement accuracy test. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump gave an amount of insulin to treat a blood glucose of 53 mg/dl and as a result customer was hospitalized with low blood glucose. Customer also reported of getting a stroke. Customer was not able to troubleshoot due to being weak and not able to talk. Insulin pump would be replaced per customer's request.